Event description:
It was reported that the balloon could be removed from a 5 f terumo sheath only by using force, although the balloon was deflated.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned catheter was evaluated. The introducer sheath involved in the event was not returned. The catheter had no visible damage to the shaft and the balloon appeared intact. A .035 inch guide wire was inserted with no problems. Introduction of the balloon into a 5f input introducer was attempted. The balloon could not be introduced. The results of the investigation are inconclusive. The problem could not be reproduced due to the sample condition.